Event description:
Reporter indicated a patient's vns system was explanted due to lack of efficacy. Attempts for further information from the reporter are in progress. The explanted generator and lead are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.